Event description:
The customer reported that the device became too hot and melted the trocar in use at the end of the procedure. A piece of the trocar was found in the patient cavity and was successfully removed. There was no reported patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received or evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.